Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger won't power on) has been confirmed. As received, the battery charger/modem was unable to fully power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Additionally, contamination was discovered on the battery pca, the c608 capacitor was internally and the current-controlling transistor q1 was shorted on the bedside pca. The shorted components was caused by the contamination. A root cause investigation of similar failures indicated that excessive stain in the c/a board can fracture bga solder connections. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was unable to power on.